Event description:
It was reported via trial that approximately 25 months post xience stent implantation in the proximal right coronary artery (rca), the patient experienced angina and was hospitalized. An ECG showed a non st elevated myocardial infarction. On (B)(6) 2010, an angiogram showed in-stent restenosis along with new stenosis past the stent. The rca was 100% occluded. There was no intervention performed. On (B)(6) 2010, the patient was discharged. Although requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). The reported patient effects of angina, restenosis and myocardial infarction (mi), as listed in the product instructions for use, are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.